Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic biliary drainage (ebd) procedure of the bile duct. According to the complainant, during the procedure, the guide catheter detached when the stent was attempted to be released. The broken guide catheter was retrieved from the patient using grasping forceps. No other damage was noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic biliary drainage (ebd) procedure of the bile duct. According to the complainant, during the procedure, the guide catheter detached when the stent was attempted to be released. The broken guide catheter was retrieved from the patient using grasping forceps. No other damage was noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. (B)(4): guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation, however the stent component was not returned. Visual evaluation of the device revealed the guide catheter to be kinked and detached from the pull wire. The end of the guide catheter that attaches to the pull wire appeared flared and had markings, indicating it was initially attached to the pull wire. The length of the guide catheter was measured and found to be within specification. No damage was noted to the push catheter or welded cannula/pull wire assembly. It is likely that due to anatomical or procedural factors encountered during the procedure (such as tortuous anatomy) excessive force was applied to the device during deployment, and lead to the noted damages. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labelling review was performed and no anomalies were found.